Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient called twice in the same day for the same alarm. Per reporter, pump alarmed with a red screen, #s, and triangles. It was stated the pump stopped afterwards and completely quit. New batteries were tried but the pump would not power on. Patient was redirected to the clinic for further instructions. Per reporter, they had difficulty closing the clamp. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.